Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Device was not returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had "encountered errors coded during case - processor failure and incompatible ultrasound scope/probe. " the issue was found during an ebus (endobronchial ultrasound) diagnostic procedure (lymph node sampling). There was no patient harm, no injury reported due to the event.